Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. No data was provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g6:type of report: follow up h2: additional information - correction h6: investigation conclusion ¿ additional information d9: device availability - additional information.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).